Event description:
It was reported that during a selenia procedure on (B)(6), the c-arm did not operate properly. Intermittently the c-arm will rotate past the expected 90 degrees. While positioning the patient for an lml the 90-degree rotation continued past 90 degrees and made contact with the technologist's right shoulder. A field engineer examined the equipment and found that the c-arm drifted after releasing the left c-arm control switch. The left and right control switches were replaced on the c-arm, and tested. The c-arm no longer drifts on its own, system is working per manufacturing specifications. No patient injury reported. No additional information available.

Manufacturer narrative:
Investigation was completed and the results are as follows: the customer reported that the c-arm is intermittently rotating past 90°. Additionally, while rotating the system for a patient exam, the c-arm continued past 90° and made contact with the technologist¿s right shoulder. No patient or user injury was reported. The field engineer (fe) was dispatched to the customer site and found the c-arm was drifting after releasing the left control insert switch. The fe replaced the control inserts to resolve the issue. A review of the device history showed the issue has not recurred since the control inserts were replaced. This investigation was opened due to the control inserts being received from the field for further investigation. The left and right control inserts were returned. The control inserts were visually inspected. The up-down control button was separated from the left control insert . The rotation button was also loose on the left control insert. The right control insert showed significant signs of wear. The control inserts were 3,036 days old at the time of replacement. The returned control inserts were installed on a working gantry. When trying to move the c-arm with the left control insert, the movement was intermittent. The c-arm would not always move when the slide/rocker button was pressed. Additionally, the c-arm would sometimes rotate instead of slide when the button was pushed down. The buttons showed significant signs of wear. The right control insert was able to move the c-arm without issues; however, the buttons were worn and difficult to press. Further inspection of the left control insert showed the bearing plate and retaining rings were missing causing the button to separate from the assembly. Additionally, the tabs on the slide/rocker mount showed signs of wear. The cause of the uncommanded c-arm motion was due to an issue with the left control insert. Investigation into the returned control inserts confirmed the slide/rocker mount on the left control switch was worn which caused the left control insert to stick. A CAPA was opened to address unintended motion caused by dimensions control inserts. The CAPA identified the slide/rock mount (plastic switch pivot mount) was breaking causing the unintended motion. To resolve the issue, the CAPA included a redesign of the pivot mount/control slide and a material change. This change was implemented. Conclusions: a CAPA was opened for this issue and design updates were implemented for the control inserts. Future events will be monitored and trended. Complaint confirmed: yes device history record (DHR) review: the complaint review identified the failing control inserts were original to the system therefore, the DHR was reviewed. There were three discrepancies noted in the DHR, however none of the discrepancies were related to the control inserts. The c-arm switch functions were tested under with no issues. System product code: sdm-05000-3d3, serial number:(B)(6), system manufacture date: 6/3/2015, system installation date: 6/10/2015, unique device identified (UDI): (B)(4).